Manufacturer narrative:
The reported events of noise and ¿occasionally low impedance values of 140 ohms¿ were confirmed. As received, a partial distal portion of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures. Test for hi-pot was performed but only found shorts between conductors due to procedural damage. After dissecting the right ventricular shock coil, internal insulation abrasion was found in this region breaching the ring electrode lumen with one ring electrode etfe cable coating also found to be abraded. The cause of the reported events was isolated to the internal insulation abrasion found under the right ventricular shock coil breaching the ring electrode lumen with one ring electrode etfe cable coating abraded.

Event description:
It was reported that the right ventricular lead exhibited noise and occasionally low impedance values. The lead was explanted and replaced. The patient was in stable condition.